Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported detachment remains unknown.

Event description:
During an ablation procedure, the distal portion the sheath detached following insertion into the femoral vein during the access process. The piece broke due to a needle being inadvertently pushed thru the side wall of the sheath and then pulled. The detached portion was retrieved using an endomyocardial biopsy forceps thru a larger 14f sheath. A replacement sheath was then used to complete the procedure with no consequences to the patient.